Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed an error message stating that arm 2 was at the rotation limit. Customer was able to resolve the problem by rotating the arm back, after which they could continue the surgery. An intuitive surgical (is) technical support engineer (tse) reviewed system logs and did not see any problem related to arm 2. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the customer observed an error message stating that arm 2 was at the rotation limit, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and the fse replaced the universal surgical manipulator (usm) to resolve the issue. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a usm was replaced after the completion of the procedure due to the rotation limit message. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis failure analysis (fa) investigation confirmed but could not reproduce the customer reported complaint. The usm was tested on in-house system, and it passed in normal mode. The unit was also tested and passed lissajous, sine cycle, and friction tests. The technician reviewed the error logs/system logs in remote fe and the error 1173 was confirmed and occurred on the axes controller, arm (aca) with a p3 value of 3 which points out to the pitch sl printed circuit assembly (pca). The probable root cause of arm 2 rotating limit message is attributed to pitch sl printed circuit assembly. Replacing the usm resolved the issue.